Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. Biocompatibility of the device has been established. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided. This report and the information contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report.

Event description:
It was reported that the patient commenced her first treatment on (B)(6) 2016. The nurse stated that within approximately 1 hour the patient experienced hypotension, tachycardia, shivering, hives, itching and her eyes rolled back. Treatment was discontinued. The patient received benadryl (dose and route not reported). On (B)(6) 2016 the patient was pre-medicated with an unspecified dose of benadryl and the cartridge was flushed prior to use. Within 10 minutes, the patient experienced itching. The patient completed the treatment. The patient is no longer dialyzing.